Manufacturer narrative:
Visual examination of the returned device revealed that the mid-shaft had broken approximately 5mm proximal to the port region. Some distal stent struts were pulled distally towards the tip. The tip was slightly flared. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause can be attributed operational context.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) resistance was encountered and a shaft break occurred. The 30mm, 60 to 70% and severely calcified eccentric and de novo lesion was located in the 3.0mm diameter, severely tortuous mid left anterior descending (lad) and diagonal arteries. It was further noted that the patient experienced chronic occlusion of the lad. Access was obtained via the right femoral artery. The lesion was pre-dilated with an unspecified 2.0mm balloon. Immediately following pre-dilatation, it was noted that the percent of the stenosis of the lesion had been reduced to 60%. Resistance was encountered while advancing the taxus liberte 3.0mm x 32mm stent delivery system (sds) to the lesion and the sds was unable to cross the lesion. Upon attempting to withdraw the sds, resistance between the sds and guide catheter was encountered and the shaft of the sds broke. The sds was able to be withdrawn and the procedure was completed with a taxus liberte 2.75mm x 20mm, taxus liberte 2.5mm x 24mm, another manufacturer's 2.75mm x 24mm, and another manufacturer's 2.5mm x 12mm stent. The patient's status is reported as stable.